Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient's right atrial lead exhibited low impedance. The lead was capped and replaced successfully on (B)(6) 2016. The patient was stable during and after the procedure and has since been discharged.